Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) lead's were found dislodged during a device replacement procedure for normal battery depletion (nbd). The rv lead was successfully repositioned. The ra lead could not be repositioned and was explanted. A new ra lead was implanted and no additional adverse patient effects were reported.